Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to technical alarms referring to software, ventilation and communication errors., control printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed from the provided logs. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. The pcb was sent for further investigation. The pcb was then tested in our ventilation laboratory and the reported technical alarms appeared immediately after start-up. The pre-use check could not be performed successfully, the ventilation error appeared immediately upon starting ventilation. Our conclusion is that the device failed to meet its specifications during the reported event due to a faulty pcb. It has not been possible to carry out a more detailed analysis of which component and therefore, the definitive root cause cannot be determined.

Event description:
Manufacturer's reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).